Manufacturer narrative:
The alleged event was confirmed by the manufacturing plant. The complaint sample was received by the manufacturing plant. During the gross visual examination of the sample, coagulated blood was observed in both headers. There were no defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test. No leak(s) were observed (possibly due to coagulated blood). The dialyzer was then subjected to destructive disassembly for further examination. Upon removal of the fiber bundle, a short fiber was identified at approximately 20° with the dialysate ports at 0° on the cavity ID end. The lot history review found a total of two complaints from different customers reported against the lot. The current complaint (confirmed fiber leak with sample returned); an unconfirmed internal blood leak with no sample returned. Both complaints have the same symptom code for leaks. The production record was reviewed and there were two approved temporary dn¿s noted on the lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Nurse reported a blood leak alarm that occurred immediately after starting treatment, pink tinged effluent and visible leak within the dialyzer fibers. Follow up with the clinic nurse indicated that the patient did not experience any serious injury and that the patient was re-set up in another chair. Patient did have blood loss, blood in the circuit was not re-infused. Total blood loss was based on volume in the blood lines and dialyzer, ~250ml. There was no medical intervention provided and the patient completed treatment with no complications. The alleged device was requested for retreival for plant investigation.